Event description:
It was reported that: during repositioning of the patient the inspiration hose got detached. The nurse took this inspiration hoses and adapted it to the expiratory flow sensor. As a result the patient did not get any gas. The ventilator generated an audible and visible alarm. The patient got a permanent brain damage. Later on the patient died.